Event description:
A consumer reported via a manufacturer representative (rep) that they fractured their pelvis and was in the hospital for 2 months. The implantable neurostimulator (ins) was not charged for the entire duration of the stay and the patient had an MRI. The ins would not turn on or charge at the time of the report. The patient was scheduled to meet with a rep for troubleshooting on (B)(6). No related symptoms were reported. Patient history included complex regional pain syndrome.

Event description:
Additional information was received from the rep. It was reported that a physician mode recharge was attempted with the patient and was unsuccessful. The patient was unsure whether she would like to have the generator surgically replaced.

Event description:
Additional information was received from a healthcare professional. It was reported that the patient claimed that the stimulator was not working or not active.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.